Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported some keys not responding, which was reproduced during evaluation. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some spectrum pump keys were not responding. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.